Event description:
Home pt (hp) reports incomplete prime of pt line of homechoice set. Hp reports the pt was able to prime line after using a new lot number of sets. No pt injury or medical intervention required per hp.